Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Technician observed a non-stryker battery was being used with the device. Power supply and battery were replaced to resolve reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.